Manufacturer narrative:
Follow-up # 2 - 3/25/2015. Correction.this supplemental is being sent to add information omitted from supplemenatl #1.a DHR (device history record) was completed on 1/16/2015 for this product and no deviations, non-conformances, or reworks were observed. Retain testing could not be performed as the test strips were expired at time of complaint.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter read inaccurately high. This complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at approximately 2:15 pm. The patient tested her blood glucose using the subject meter and obtained the message "hi". She repeated the test on another meter and also received the message "hi". The patient stated that she replaced the batteries on the subject meter at 2:15 pm. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took an increased dose of novolog insulin from 15 units to 20 units on (B)(6) 2014 at 2:15 pm, then a further 25 units 45 minutes later. The patient stated that she did not develop any symptoms; however because of the alleged inaccurate high reading on two separate meters, she visited an ER on (B)(6) 2014 at approximately 2:30 pm, where her blood glucose was tested (result unknown) and treated with a "glucose injection". The patient stated that she was tested again prior to discharge and the ER device obtained a result of "77 mg/dl" on (B)(6) 2014 at approximately 6:30 pm. At the time of troubleshooting, the customer support representative (csr) noted that the subject meter was not being used for the first time, there was no indication of product misuse and the issue was not resolved with walk-through troubleshooting. The csr also noted that the test strips associated with this complaint had expired on "(B)(6)2005". Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient was treated by an hcp for a severe low blood glucose excursion after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patients meter has been returned on 10/16/2014 and further evaluated by lifescan product analysis on 10/20/2014 with the following findings:the meter passed testing. The reported issue could not be confirmed. However a secondary issue was noted; the meter was returned without the battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.